Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that a balloon rupture was noted after the second inflation. The procedure was completed using another new flexi-cut. Reportedly, there were no patient effects. No additional event or patient information is available.